Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a downstream occlusion alarm was delayed on a novum iq syringe pump during an in-service training session. A 60ml syringe was filled with distilled water and connected to the novum pump during self-check. The user facility chose the neonatal intensive care unit (nicu) care area and programmed 15 ml of blood to run over 30 minutes. The clinician attempted to manually trigger a downstream occlusion alarm with their fingers. The pump infused almost 3 ml before the alarm was triggered. The user facility noticed that the downstream (ds) pressure limit was set at medium. They changed it to rapid downstream occlusion (dso) and tried again. After approximately one minute the dso alarm triggered. The pump infused roughly 2 ml before the alarm was triggered. The pump indicated that it had infused a total of 5 ml; however, the clinician could not verify the exact volume of solution delivered based on the plunger position. It was further reported since the line was occluded by hand as opposed to the clamp it is possible the line was not fully occluded; therefore, infusing the fluid indicated on the pump display. Furthermore, it was not reported if the line was fully primed since this event occurred during an in-service. There was no patient involvement. No additional information is available.